Manufacturer narrative:
Third party.

Event description:
Philips received a complaint on the heartstart xl indicating that the display has spots. There was reportedly no patient involvement. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse stated that the customer used a third party for evaluation and no further information was provided. As such, this will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site. No further action is warranted at this time.